Event description:
It was reported that the customer experienced intermittent high blood glucose (bg) levels reaching 576-577 mg/dl. Correction boluses were delivered, and the pump supplies were changed to address bg level. The cause for the reported issue was unknown. Tandem technical support performed a pump system check and verified the pump functioned as intended. However, the customer alleged that the pump did not function as intended, and reverted to manual injections for insulin therapy.

Manufacturer narrative:
Device not returned.